Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The troubleshooting was performed for blank display. Insulin pump had a battery failed alarm while trying to replace the battery, tried another battery and now there is no display on insulin pump. Customer stated that the contacts on the battery cap were neither missing nor damaged. Insert battery alarm did not display on insulin pump screen. The customer was advised to insert new battery and display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, active current measurement and sleep current measurement. Device was monitored. No blank display noted during testing. Failed battery test not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).